Manufacturer narrative:
The analyzer serial number is (B)(6). It was determined that the two versions of the benz assay are not directly comparable. The new version of the assay contains beta-glucuronidase enzyme while the old version does not. To be compared, the samples would need to be treated with beta glucuronidase when using the old version. Both assays have a different cross-reactivity to glucuronides. Per the benz product labeling, "many benzodiazepines appear in the urine largely as the glucuronidated conjugate. Glucuronidated metabolites may have more or less cross-reactivity than the parent compound." Per the bnz2 product labeling, "many benzodiazepines appear in the urine largely as the glucuronidated conjugate. Glucuronidated metabolites may have more or less cross-reactivity than the parent compound. The presence of -glucuronidase enzyme enhances the benzodiazepines ii assay cross-reactivity to some of the glucuronidated metabolites." No product performance issue was identified.

Event description:
There was an allegation of questionable benz benzodiazepines plus urine results for 4 patient samples on a cobas pro c 503 analytical unit. The customer stated that they had been performing a correlation study between the benz reagent and the new reagent version. Four patient samples gave a negative benz result and a positive result with the new reagent version. The samples were sent out for mass spectrometry confirmation testing and the results were positive. The confirmation results were deemed correct. One of the patients' information was provided.